Event description:
This ICD was explanted due to intermittent shocks on (B)(6), 2010. A new st. Jude ICD was implanted successfully and the patient has not had any further shocks. It was reported that the patient has permanent damage to the right ventricle. Please note that ela was recently notified of this case.

Event description:
This ICD was explanted due to intermittent shocks on (B)(6) 2010. A new st. Jude ICD was implanted successfully and the patient has not had any further shocks. It was reported that the patient has permanent damage to the right ventricle. Please note that ela was recently notified of this case.

Event description:
This ICD was explanted due to intermittent shocks on (B)(6) 2010. A new st. Jude ICD was implanted successfully and the patient has not had any further shocks. It was reported that the patient has permanent damage to the right ventricle. Please note that ela was recently notified of this case.

Manufacturer narrative:
(B)(4), 2010 a response from the manufacturer is pending. (B)(4), 2011 since the device was not returned and no files from the programmer were retrieved, the manufacturer sent a response. No conclusion can be drawn since the device and files were not received. The origin of the reported behavior remains unknown. A couple of hypotheses were provided but could not be confirmed. Inappropriate therapies might have been delivered upon oversensing episodes or oversensing episodes might have been caused by external emi, myopotentials, lead failure or a connection issue. (B)(4): device has not been returned.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Device has not been returned.

Manufacturer narrative:
(B)(6), 2010. A response from the manufacturer is pending. (B)(6), 2011. Since the device was not returned and no files from the programmer were retrieved, the manufacturer sent a response. No conclusion can be drawn since the device and files were not received. The origin of the reported behavior remains unknown. A couple of hypotheses were provided but could not be confirmed. Inappropriate therapies might have been delivered upon oversensing episodes or oversensing episodes might have been caused by external emi, myopotentials, lead failure or a connection issue. Please see the attached analysis (B)(4) for complete details. (B)(6), 2011 this case has been re-opened; the patient files from the hospital were received and are being reviewed by the manufacturer.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device was not returned and no files from the programmer were retrieved, the manufacturer sent a response. No conclusion can be drawn since the device and files were not received. The origin of the reported behavior remains unknown. A couple of hypotheses were provided but could not be confirmed. Inappropriate therapies might have been delivered upon oversensing episodes or oversensing episodes might have been caused by external emi, myopotentials, lead failure or a connection issue. (B)(4). This case has been re-opened; the patient files from the hospital were received and are being reviewed by the manufacturer. (B)(4). Device has not been returned.

Event description:
This ICD was explanted due to intermittent shocks on (B)(6), 2010. A new st. Jude ICD was implanted successfully and the patient has not had any further shocks. It was reported that the patient has permanent damage to the right ventricle.please note that ela was recently notified of this case.